Event description:
It was reported that crossing difficulty led to procedure cancellation occurred. A 1.2mm x 12mm threader balloon catheter was advanced for dilation. However, the device was not able to cross the lesion. The procedure was cancelled and there were no patient complications nor injuries reported.

Manufacturer narrative:
The returned product consisted of a threader otw balloon catheter. The device was microscopically and visually examined. At 22.7cm-23.8cm and 27cm-29.5cm from the strain relief, the coil shaft was buckled. At a total length of 8.3cm proximal to the tip, the shaft was buckled, and the balloon was buckled or accordioned up to the tip of the device. The tip of the device was damaged. There was contrast and blood present in the shaft of the device as well as the balloon.

Event description:
It was reported that the device was defective and the procedure was canceled. The patient presented for a complex percutaneous coronary intervention. A 1.2mm x 12mm threader balloon catheter was advanced for dilation but was unable to cross the lesion and the procedure was canceled. There were no patient complications.